Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. The lead was received in two pieces. Final analysis found an insulation abrasion breaching one of the re cable at 5.9 cm to 8.6 cm from distal tip.

Event description:
This report is to advise of an event observed during analysis.